Event description:
Device malfunction: suture retrieval (device #1). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back there was no suture present. The device was removed and a second and third perclose at were used with the same results. Hemostasis was achieved using a fourth perclose at device. The access site was in a vascular graft. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 and #3- perclose at (lot #70017-6h) are being filed under a separate medwatch reports.